Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. The catheter was visually inspected; the end seems to be clean cut. A review of manufacturing records found that the device conformed to specification when released to stock. The root cause for the broken catheter could be due to a sharp or pointed object coming into contact with the catheter, as noted in the IFU silicone has a low tear / cut resistance. Based on the results of the investigation, the reported issue was confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI: (B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the ous affiliate, after 7 years, the lumbar catheter became disconnected from a hakim valve and was revised. Revision surgery was performed and a new certas was implanted via lp with setting of 6. The valve was implanted due to idiopathic normal pressure hydrocephalus. The patient is recovered now. The product will be returned.